Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's parent reported inaccurate cgm values occurred four days after the sensor was inserted in the abdomen. While jogging, the patient experienced a seizure. There was no documentation of symptoms preceding seizure. The cgm was reading 146 mg/dl by emergency medical service and the blood glucose reading was 32 mg/dl. The patient was treated with dextrose and recovered after treatment. The patient was evaluated further in the emergency department and discharged after 2.5 hours. There was no documentation of further medical intervention for hypoglycemia. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.